Event description:
Same case as MDR ID# 2134265-2010-03720. It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous mid left anterior descending artery (lad). A 12mm x 2.0mm maverick2 balloon catheter was selected and during advancement encountered difficulty crossing the lesion. On the first inflation a balloon rupture occurred at 6 atms. A 12mm x 2.25mm quantum maverick balloon catheter was then selected for use and on the first inflation at 20 atms a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a 2.0 x 12 quantum balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter with blood and contrast present. Microscopic inspection identified a circumferential pinhole measuring <1mm approximately 3mm from proximal edge of distal markerband. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via the radial artery to treat the de novo lesion. During advancement severe resistance was encountered and on the first inflation the balloon was inflated for approximately 15 seconds. The balloon catheter was successfully removed intact.

Event description:
It was further reported that vascular access was obtained via the radial artery to treat the de novo lesion. During advancement severe resistance was encountered and on the first inflation the balloon was inflated for approximately 15 seconds. The balloon catheter was successfully removed intact.